Event description:
The patient reported experiencing hiccup-like sensations and that "they decreased a number." Follow-up with the physician's office determined that the patient had been experiencing diaphragmatic stimulation, so the lv (left ventricular) lead was turned off, as no suitable vector could be found. The physician's office also noted that the patient had experienced shortness of breath, and that the atrial lead was not functioning. The atrial lead was scheduled for future extraction and remains in use until that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 implantable crt-d: (B)(6) 2014. A 693558 implantable tachy lead: (B)(6) 2011. (B)(4).